Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf dr models approved under p980049.

Event description:
Reportedly, during the implantation of the subject ICD, the physician reported that connection of the ventricular is-1 and df-1 connectors of the lead failed. The lead connector could not be fixed by the setscrews and no click sound could be heard with the torque limited screwdriver. The subject device was not kept implanted and will be returned for analysis.

Event description:
Reportedly, during the implantation of the subject ICD, the physician reported that connection of the ventricular is-1 and df-1 connectors of the lead failed. The lead connector could not be fixed by the setscrews and no click sound could be heard with the torque limited screwdriver. The subject device was not kept implanted and will be returned for analysis.